Manufacturer narrative:
Device evaluated by MFR.: promus element,mr,ous 4.00x20mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found that the stent was damaged and moved on the balloon. Damage was noted to the entire stent with most severe damage to the middle and distal sections of the stent; struts were stretched distally. The stent had moved distally on the balloon; the proximal end of stent had moved 6mm distally on balloon. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube kink 242mm distal to distal end of the strain relief. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. Bsc ID: (B)(4). Tw: (B)(4).

Event description:
It was reported that stent damage occurred. The moderately stenosed target lesion was located in the mid left circumflex artery(lcx). A 4.00x20mm promus element ¿ stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent strut was lifted up. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The moderately stenosed target lesion was located in the mid left circumflex artery(lcx). A 4.00x20mm promus element ¿ stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent strut was lifted up. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.